Manufacturer narrative:
Initial and final MDR 1887169 - MDR 3003442380-2024-08255 - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusion set was fell off during use event on (B)(6) 2024. The blood glucose level was 200 mg/dl at the time of event. The infusion set was in use for couple of hours to 1 day . Patient replaced infusion set and resumed insulin successfully. No further information available.